Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 10, 2026, senseonics was made aware of an incident where user reported experiencing "a small electrical impulse" at the insertion site. As a result, an early sensor removal was requested.

Manufacturer narrative:
The user complained about "twitching" on the sensor site, like a "little electrical impulse" akin to an "eyelid twitch" at the insertion site. The sensor does not have the capability to generate an electric current that could cause a shock. Even when functioning, it only draws a very small amount of power from the nfc field, far below any level that could be felt or cause harm. Additionally, the transmitter cannot produce any conditions that would result in an electrical shock to a person. The user explained that he had already spoken with his doctor who mentioned that the sensor might not have been inserted in a good place and it might need to be relocated. As a result, a sensor replacement was approved.